Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to power on using ac and dc power normally. The screen did not blank out during functional testing and the device was able to obtain readings as designed. Internal inspection confirmed the alleged rattling. The noise was isolated to the front panel speaker, which was out of its socket. The speaker was tested and was found to function as designed. An unreported failure was detected wherein a component of the system board (l100) as found to be damaged. A service history record review reveals that this lot was in the field for over one (1) year. No confirmed failures related to this reported event were indicated.

Event description:
The customer reported the device's screens blanks out and there is something rattling inside the device. No patient impact or consequences were reported.